Event description:
It was reported that a CT lucia lens was implanted into os on (B)(6) 2023. The patient's pupil was persistently dilated (mydriasis) os and lens was believed to have hooked on pupil causing haptic to bend. The patient experienced foggy vision and caused lens misalignment. This necessitated iol exchange with concurrent pupilloplasty on (B)(6) 2023 to correct vision.

Manufacturer narrative:
The customer stated that the device can not be returned. Thus, a proper device analysis could not be completed nor the reported issue confirmed. Based on the information provided, the risk assessment for the lucia product, and based on our experience we have determined that the following factors may have cause or contributed to the reported issue is but is not limited to: · lens placement technique; loading strategy; accessory device support; poor handling during folding and inserting. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release.